Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer believed that she had a faulty transmitted as she experienced frequent sensor errors. Her blood glucose was 117 mg/dl at the time of reporting. No equipment is being returned. No additional information was reported.